Manufacturer narrative:
Device evaluation: lens was returned in a "steripack". Spelling of "steripack" was incorrect prior. (B)(4)

Manufacturer narrative:
Additional information received from reporter stated "the last status was at 3 days post icl removal: corneal edema + ischemic iris; different grades. Surely no exchange lenses have been implanted." Device evaluation - lens was returned dry in a steripecle with clear surgical residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found lens within specifications. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available [(secondary surgery, lens explant, addition of new pi (surgical), significant reduction of ica, anterior chamber irrigation/evacuation of visco/fluids]conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.89mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.0/014 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon reports the following: elevated iop, significant reduction of irido-corneal angles (ica), addition of new pi (surgical), anterior chamber irrigation/evacuation of visco/fluids. Three days postop it is noted that the situation has improved slightly, "tow time ac wash and ac reformation with pi (surgical) and air bubble placement." On (B)(6) 2018 the lens was explanted due to excessive vault. Attempts to obtain additional information have not been successful.